Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. A DHR review is not required as the lot number is unknown. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer's mother was using purewick female external catheter for 3 months while in the hospital, staff did not place the catheter properly resulted in her bed was always wet and blamed customer's mother was moving around. Customer now had a huge black infected bed sore. And it became deeper more infected and she turned septic and passed away.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customers mother was using purewick female external catheter for 3 months while in the hospital, staff did not place the catheter properly resulted in her bed was always wet and blamed customers mother was moving around. Customer now had a huge black infected bed sore. And it became deeper more infected and she turned septic and passed away.